Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received no button response (act) due to corroded keypad traces. Pump received with missing display window cover and peeling keypad overlay. Test reservoir lock properly inside the reservoir tube. Unable to perform displacement test due to no button response noted.

Event description:
Information received by medtronic indicated that the keypad of the insulin pump was came off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.